Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose caused by a bent infusion set cannula. Pt stated she had difficulty inserting the infusion set but nothing unusual occurred during preparation. Pt reported she did not notice any leaking from the infusion set. Pt reported her blood glucose went up to 229 mg/dl. Pt's target blood glucose level is 98 mg/dl. Pt stated she used her infusion device to bolus and bring her blood glucose down. Pt reported the infusion set cannula was bent in one place. Pt stated she noticed the elevated blood glucose about 2 hours after inserting the infusion set. Pt reported the issue occurred only once. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.